Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4). Batch: 14915023/unk.

Event description:
It was reported that the patient experienced difficulty and frequent ipg charging. The patient was also getting an error message on the remote control and lead had one contact with high impedance. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded.